Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet. The customer's blood glucose (bg) was 131 mg/dl. The customer was sent a replacement usb cable and wall adapter. Multiple contact attempts were made by tandem technical support to determine if the pump charged successfully with the replacement charging supplies; however, the customer did not respond.